Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two mitraclip devices referenced are filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 3-4. The first clip delivery system (cds) (cds0701-ntw, (B)(4)) was advanced to the mitral valve and the clip was placed. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A cds (cds0701-nt, (B)(4)) was advanced, but it was noticed that the clip was too small for the mitral valve and was removed. There was no malfunction noted with the cds. A cds (cds0701-xt, (B)(4)) was advanced to the mitral valve and a good grasp was obtained. However, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed but was unsuccessful. Therefore, the cds was removed. A new cds (cds0701-xt, (B)(4)) was advanced, but one gripper did not come down. Troubleshooting was performed such as cycling the lock lever and re-closing the clip but was unsuccessful and the cds was removed. The last cds (cds0701-xtw, (B)(4)) was advanced to the mitral valve and the clip was deployed successfully stabilizing the slda. Two clips implanted, reducing mr to 1.

Event description:
Subsequent to the initial report filing, additional information received reported that on 3/24/2021, the patient had mitral valve replacement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information, the reported single leaflet device attachment (slda) was due to the challenging anatomy. The reported unexpected medical intervention and surgical intervention were a result of case specific circumstances as an additional clip was implanted to stabilize the slda clip and mitral valve replacement surgery was performed. There is no indication of a product issue with respect to manufacture, design or labeling.